Event description:
During a procedure to remove biliary stones, the physician used a wilson-cook web extraction basket and a conquest ttcl lithotripter cable with adapter. A soehendra lithotriptor handle was also used. The basket was advanced through the endoscope and the physician decided to do lithotripsy. The sheath was removed from the basket and the lithotriptor cable was advanced over the basket. The handle was then attached. Tension was felt while rotating the handle and the basket wires broke near the handle assembly. The physician then attempted to advance another basket down the endoscope but could not get the lithotriptor cable over the top. The pt was sent to surgery. No injury to the pt was reported.